Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a medium-large clip applier instrument was applied to a cystic duct/artery. When the surgeon pulled the instrument back, the clip was still partially loaded and stuck to the instrument, and the artery was torn. Upon further inspection, the jaws on the clip applier were noted to be uneven and bent/misaligned. The surgeon installed another medium-large clip applier instrument to complete the procedure. There were no loose fragments in the patient.

Manufacturer narrative:
The medium-large clip applier instrument was analyzed and found to have one severely bent grip. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip could not be properly loaded into the clip groove of the grip-tips. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.